Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial #: (B)(4). Description: covered ge x 32, 50 cm 4x8 surgical lead a review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing extreme pain at the pocket site. The sideways were bruised, tender to touch and cannot charge well. It was reported that the patient was having infection at the ipg site. Symptoms of redness and bulging around the area were noted. The physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. No further information can be obtained.